Event description:
It was reported that a perforation with subsequent pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system was positioned in the laa and a 24mm watchman laa closure device and delivery system was advanced. There was difficulty noted during the first attempt to unsheathe the device. It is unknown what the physician did with his hands during that attempt. The second attempt to deploy the device was successful. The device was assessed on echocardiogram and determined to meet release criteria. The device was released in the laa. After this the patient had a drop in blood pressure. During re-evaluation of the device on echo, it was noted there was a pericardial effusion prior to the procedure which was slightly larger at this point. A perforation had occurred in the laa wall at an unknown time, resulting in the increase of the effusion. Pericardiocentesis was performed and the patient stabilized. However, the bleeding was not controlled so the patient was transferred to surgery for open repair. The surgeon noted that the laa tissue was extremely friable and in his attempt to suture it, he also perforated the laa again. Both perforations were sutured closed. The watchman remained implanted. The patient was reported to be doing well.